Manufacturer narrative:
The remote support engineer worked with the customer remote. The remote support engineer analyzed the picis audit logs for the time in question and for bed label 241 t. The customer was informed that the device worked as designed. Information was provided to the customer that the desat alarms are below the 10 second desat delay in the intellivue mp30, so they are not signaled as a red alarm tome on the monitor until the alarm situation is no longer active. The desat alarms on the picis are active for milliseconds as the system related delay time in the network also influences the transmission to the picis. As stated in the configuration guide intellivue patient monitor section high alarm delay low alarm delay desat alarm delay. Based on the information available and the testing conducted the cause was due to user knowledge. The reported problem was not confirmed. The device was confirmed to be operating to its specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1 reporter institution phone number (B)(6). E1 reporter phone number (B)(6).

Event description:
The customer reported that the intellivue mp30 indicating shows the red alarm led, the desat alarm is displayed but there is no alarm sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.